Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer performed a pump reset with guidance from technical support, leading to a successful start of their sensor session without further errors.